Event description:
The customer alleges that there is restricted airflow thru the paper venting.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. Eight samples were returned for evaluation. A visual exam was performed on all the samples and no defects were observed. Drop testing was conducted and no blockages were found on the products. Based on the investigation performed, the reported complaint could not be confirmed. It was determined that the samples were assembled correctly, and there were no issues found during functional testing. In the current manufacturing procedure, 100% drop testing after assembly is conducted; therefore, any defects would be detected during this process.

Event description:
The customer alleges that there is restricted airflow thru the paper venting.